Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced multiple temperature alarms while the pump was charging in a power source. The customer would receive the temperature alarm at every 5% increase in battery charge. The customer would clear the alarm the continue charging the pump. Additionally, it was reported the pump felt warm while it was charging. Reportedly the temperature was ¿normal conditions¿ inside a house. The customer¿s blood glucose levels were unaffected and will continue to use the pump until they receive the replacement pump.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).